Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 140 mg/dl, and the meter bg reading was approximately 700 mg/dl. The customer was hospitalized due to bg level of 700 mg/dl and diabetic ketoacidosis, and was treated with fluids. Reportedly, the customer had kidney failure and was released from the hospital on (B)(6) 2019. A replacement sensor was sent to the customer to resolve the reported inaccuracy.